Event description:
It was reported that a patient was having "some issues" with their implantable neurostimulator (ins). It was reported that "it keeps going empty real fast and it hurts". It was stated that the ins would not charge past half way. It was stated that the patient would charge for an hour to an hour and a half. It was reported that it was uncomfortable for the patient to sit and charge. It was stated that the patient "could only sit perfectly still for so long". It was reported that the patient's pain was coming back and she had pain at the implant site. It was stated that the issue had been going on for a year. It was stated that "the juice from the battery was going into the patient's body". It was not clear what that meant. It was also stated that "when the patient's butt was touched it felt like something was leaking". It was not clear what that meant. It was noted that the patient was frightened. It was reported that the patient feels a clicking in her spine that started "a few months ago".

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).